Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the customer was performing planned coronary treatment, and the procedure was completed as planned by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and found that the wireless footswitch had a charging problem. Upon troubleshooting, the field service engineer (fse) identified that the charger connector was loose, and wires were about to be twisted and shorted. To resolve the issue, fse replaced the defective wireless footswitch charger. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received which has confirmed that the reported failure was related to a charger issue with the wireless foot switch and that this event was not associated with any ongoing fsca. As per the instructions for use (IFU), before using the system, the user must check that the wireless foot switch functions with the system. They should ensure that the battery of the wireless foot switch is fully charged prior to using it, and take care not to damage the cable of the charger when moving equipment around the examination room (for example, when moving carts or beds). Alternatively, they could connect a wired foot switch to the auxiliary foot switch connector. Therefore, the battery issue would be noticed prior to procedure commencement and alternative measures (such as using the wired footswitch) would be implemented. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch had a charging problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.